Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer alleged that the pump was not delivering insulin properly; however, the alleged root cause could not be confirmed. Reportedly, the customer resumed insulin delivery and continued using pump for insulin therapy.